Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented in clinic for generator change. The right ventricular (rv) lead was capped prophylactically on (B)(6) 2023 following an advisory notification. Patient condition was stable.